Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the pump flipped few times previously. Additionally, a revision was not scheduled yet. The patient weight at the the time of the event was 185 pounds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain indications. It was reported that the patient was getting their pump refilled; however, they think pump is flipped because they were unable to access reservoir. It was further reported that they were able to establish telemetry after struggling awhile.  They had imaged the pump in ap view but couldn't confirm if pump is flipped or not. It was later further reported that the pump was confirmed as flipped and the patient needed to go in for a revision.  The physician was supplementing the patient with oral medication.